Event description:
It was reported that (2) devices were used during a laparoscopic splenectomy. It was reported by the rep that the surgeon experienced regular constant tones while using 2 different hp052 handpieces and a lcsc5. No info provided on how the case was completed. There was no consequence to the pt.